Event description:
Unit goes "low air" and "vent inop" when giving a breath. No pt injury reported to svc technician at time of repair.

Manufacturer narrative:
The compressor was not returned to the product safety department from the field for the root cause analysis. Therefore, unable to isolate the cause of the compressor failure. Investigation concluded.